Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. A review of the manufacturer inspection records for the past five years was conducted with no relevant findings. A review of the complaint files for the past five years was conducted and confirmed no similar reports of this nature. Based on the information provided by the doctor, the concerned event was presumed to be re-insertion of a withdrawn needle, not attributed to device defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not available for return.

Event description:
The user facility reported a catheter split using the sr-sfa2419 device. Follow up communication with the user facility reported: the complaint product was used by a medical intern who injected it into the patient's peripheral vein to attempt successful needle-tip entry, a catheter tear attributed to improper withdrawing of the inner needle occurred; it was reported that a torn segment remained inside the patient, but surgery by a plastic surgeon was conducted shortly after to remove the torn segment; and the segment was safely removed.